Event description:
Patient had motor vehicle accident in 2004, was high risk for deep vein thrombosis from prolonged immobility; had inferior vena cava filter placed.in 2005, had procedure to remove broken inferior vena cava. Initial pre-procedure cavogram showed one leg of the inferior vena cava filter broken with a missing piece in the right lower quad, apparently migrated outside the vessel. Post-retrieval cavagram was normal.